Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (1) loose 1/2cc, 8mm syringe filled with approximately 8 units of a clear liquid in the barrel. Customer states that the flanges on the plunger broken off. The returned syringe was examined and exhibited a broken thumb press on the plunger rod. A review of the device history record was completed for batch# 9217333. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced product damage with the device still considered operable, and a broken thumb press. The product defects were noted during use. The following information was provided by the initial reporter: material no:328509, batch no: 9217333. Relion consumer reported, when she was injecting medication, "flanges" on plunger broke off stated, she wasted her insulin because there is some still remaining in barrel date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced product damage with the device still considered operable, and a broken thumb press. The product defects were noted during use. The following information was provided by the initial reporter: material no:328509 batch no: 9217333. Relion consumer reported, when she was injecting medication, "flanges" on plunger broke off. Stated, she wasted her insulin because there is some still remaining in barrel. Date of event: (B)(6) 2020.